Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was displaying a problem with the aspiration system and having trouble flushing the device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with an unidentified grayish foreign substance, which was caused by insufficient reprocessing. This report is to capture the reportable malfunction of the foreign material inside the nozzle found during estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the adhesives of the distal sheath were worn out; the plastic distal end cover was damaged; the small light guide lens was cracked; chemical damages were found on the whole device; the bending angulation was out of specification; and preventive maintenance was needed on the keytop. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use: "evis exera iii colonovideoscope cf-h190l/I, cf-hq190l/I, pcf-ph190l/I, pcf-h190l/I, pcf-h190dl/I are indicated for use within the lower digestive tract (including the anus, rectum, sigmoid colon, colon, and ileocecal valve).". Olympus will continue to monitor field performance for this device.

Event description:
Type of procedure: diagnostic. The event occurred after the procedure.